Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 69mg/dl. Reportedly, the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 326 mg/dl, and the meter bg reading was 69mg/dl. Additionally, customer delivered a bolus in response to the inaccurate cgm values, and customer was using humalog supplies for over 48 hours. Bg was addressed via intravenous fluids. Reportedly, customer left the ER 3 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.